Event description:
It was reported that a spectrum infusion pump had an unk system error. During baxter's device evaluation, the unit was received inoperable due to a constant "air-in-line" alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. The unk system error was determined to be a constant "air-in-line" alarm. The evaluation found that the ultrasonic readings were below specification, which makes the device more sensitive to false "air-in-line" alarms. The ultrasonic sensor was replaced.